Event description:
It was reported that patient was seen by provider and present with high impedance at most recent appointment. The patient has undergone a full revision. Explanted product has not been received to date. No additional information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Generator product analysis (pa) was completed and reviewed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The generator performed according to functional specification. There were no performance, or any other type of adverse conditions found with the pulse generator. Lead product analysis was completed and reviewed. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Note that since a portion of the lead assembly including sections of the electrode array were not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No additional relevant information has been received to date.

Event description:
Explanted product was received by manufacturer and product analysis is ongoing. No additional relevant information has been received to date.